Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure through error logs. The vse instrument was found with no dislodged blade at the garage track. There was slight bio-debris found at the tip. The vse instrument was placed on the system and passed self-check on multiple attempts. A review of error logs showed one blade jammed error message (error 22025) occurring on system s3683. The vessel sealer instrument functioned properly from the start but eventually the blade jammed. Additionally, the knife slot test passed at a measurement of 0.028¿ and ceramic dots were present on the vse instrument. The jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. The probable root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a cutting issue with the vessel sealer instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the instrument (pn: 480422-01/lot#: l91220316-0302) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk3683. This is a single use instrument and therefore was on its first and final use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system exhibited a fault of "blade exposure" while using the vessel sealer extend instrument. A similar backup instrument was used to proceed with the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was the same error and in the meantime: "blades were exposed". When the reporter looked at the jaws, there was no blade exposed. It was also noted that there was a sealing issue with the vessel sealer extend, even though they had received the audible tones to indicate a complete seal.